Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.